Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: "maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 62-year-old male in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After implantation of the impella cp it was reported there were low purge flow alarms and there was an issue with the pump¿s positioning. The impella cp was explanted from the patient, washed and reinserted. Eventually the pump stopped resulting in the impella cp removal. Once removed it was noted there was a thin object coming out of the outlet cage. The pump was removed on 24-dec-2023, the following morning ((B)(6) 2023) the patient passed away from severe heart failure. It is unknown if the pump stopping was related to the patient death.

Manufacturer narrative:
The investigation into the pump stop, low pump flow and the positioning issues has been completed since the original report was filed. The device was returned for investigation. The pump was visually inspected and found a foreign object stuck and wrapped around the impeller purge gap, outflow cage. Blood ingress in the purge line was observed closer to the motor housing side and a small catheter kink was also found. The purge fluid passed through the purge lumen section cut closer to the motor housing. The pump stops and high purge pressure occurred as a chained events and the issue reproduced due to a foreign object interaction around the purge gap and outflow. No other abnormalities were found. Data logs were reviewed and several high motor current pump stop alarms observed at the end. Several high purge pressure alarms were found to be occurring as a series of event with pump sops. The cause of the pump stop issue was due to an interaction with another device with foreign object ingested at purge gap per field investigation, clinical review, and log review. The cause of the positioning issue was use related with pump turning toward posterior wall and touching the papillary muscle and was able to be reinserted after taking out and washing with sterile water.